Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii would not deploy. After three tries to deploy the implant, with the use of force, the meniscal cinch ii broke. All broken fragments were removed. This was discovered during a knee arthroscope procedure on 8/11/2024. The case was completed using another meniscal cinch ii. Additional information received on 8/29/2024: the meniscal cinch ii anchors did not deploy as it broke during insertion. The case was completed using another ar-4501 meniscal cinch ii. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0156-eo g-precautions - 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied upon insertion and/or misaligned insertion, and prying/leveraging the device during insertion.